Event description:
This report is based on information provided by remote service engineer rse, product support engineer, and service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that on device boot up, lines appear on the display. No patient involvement as this reported problem occurred while at the bench.